Event description:
On 1/5/09, isi received maude event report from the FDA: event description: "during robotic hysterectomy, when changing out the unipolar paddle to the needle driver on the right, the paddle became stuck at the end of the trocar. The surgeon was eventually able to remove the trocar and instrument. Upon removal, a 4mm x 5mm piece of sterile plastic appeared to be missing from the instrument. A thorough inspection was conducted but the piece was not found. The surgeon is unsure if the piece was missing at the beginning of the case."

Manufacturer narrative:
The instrument had not been returned to isi for eval, therefore, the root cause of the customer reported problem cannot be determined. A follow-up MDR will be submitted if the instrument is returned (upon completion of eval) or if additional info is received.